Event description:
Reportedly, the surgeon fired the endo gia universal across the rectal stump while performing a low anterior resection, using a 3.5 blue load. Instrument "cracked". The instrument could then not be opened or taken off of the tissue. Upon inspecting, the instrument had transected without stapling. Pt was forced to have a diverting colostomy. Pt has gone home, but with colostomy.